Event description:
It was reported that the patient presented to an implant procedure. During the procedure it was difficult advancing the lead introducer sheath. The physician suspected that the lead was bent. The lead was not used, and a new one was implanted. The patient was stable throughout the procedure.